Event description:
It was reported that the home patient (hp) experienced an iipv (increased intraperitoneal volume) issue while performing peritoneal dialysis (pd) on the homechoice (hc) cycler. The hp's last drain volume was 3300ml. The hp's last fill volume was 2000ml. A baxter technical service representative (tsr) explained that it was extra solution that the hc pulled off. The hp stated that his largest prescribed fill volume is 2000ml and his therapy has not changed recently. The hp stated that the cause of feeling bloated was that the power went out and the machine started back at the beginning of the cycle and put 2 more liters in. The patient stated that the bloating went away after the drain and that he contacted his pd. The hp was able to perform therapy at a later time with no difficulties. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Manufactured on unspecified date in 1997. A review of the device history record and service history record did not reveal any issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up will be submitted.